Manufacturer narrative:
Unit cleared for clinical use.

Event description:
It was reported that prior to use, the safety disk of the cs100 intra-aortic balloon pump (iabp) fell off. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that prior to use, the safety disk of the cs100 intra-aortic balloon pump (iabp) fell off. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted.

Manufacturer narrative:
(B)(6). A getinge authorized representative was dispatched to evaluate the iabp and was able to reproduce the reported issue. The event occurred as a result of the device exceeding its shelf life. To fix the issue, the fse reinstalled the safety disk, connected balloon for the pumping test, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications.

Event description:
It was reported that prior to use, the safety disk of the cs100 intra-aortic balloon pump (iabp) fell off. There was no patient involvement, and no adverse event reported.